Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq2056 showed one other similar product complaint(s) from this lot number.

Event description:
The facility reported that the tip on the 3cg wire broke. More information has been requested.